Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer who was implanted with a neurostimulator. It was reported that the patient asked for instructions on using their programmer. The patient stated the implant site is tender and hurts, so they had been taking norco on and off and is on bactrim. The patient stated they were urinating more than they wanted and they wanted to increase stimulation. They increased stimulation from 2.1 to 2.4 and felt stimulation comfortably. The patient noted their implant was to treat mostly bladder symptoms. The patient was directed to follow up with their healthcare provider. No further complications were reported. Additional information was received from a consumer on (B)(6) 2017. It was reported that when the patient increased to 2.4v, it upset their bowels. Patient stated they noticed that padding was showing more urine than they had noticed recently. Patient was not sure if stimulation was enough for their bladder, but it was too much for their bowels. Patient had gone twice the morning of the report and their bowels were never straightened up. Patient experienced spasms that hurt, and turned stimulation down to 2.0v but was not sure what to do because if they went any lower they would not have stimulation for bladder. Patient could not move for 10-20 minutes until spasms went away. Patient could not leave the house and bowels were so bad it felt like the 'worse case of intestinal flu'. Patient did not have a lot of muscle protection and had not had muscle control before implant. Patient had bouts now and then before implant and was quite normal and regular with bowels, but now was affecting all of them. Patient was weak and trying to rest because they did not know when it would hit. Patient had been in the restroom more than they had been out of it. It was noted they might consider having their ins removed. No further complications were reported. Additional information received from a consumer on (B)(6) 2017 reported that they were having bowel problems tried to go up to 4 with stim but it was too much, so they backed down to 2. They needed to check up anyway, so they went to see healthcare provider (hcp). Patient stated the hcp changed program 1 at 2 to program 2 at 1.5. They got up last night at least 5 times because they had to go and completely soaked through 4 pairs of undergarments. They were literally urinating everywhere and going through a lot of pads. Patient was afraid to make any changes because it might trigger the bowel. Patient stated they were not getting any sleep and had cried out of frustration with this. They were ready to take implantable neurostimulator (ins) out. They were not getting the help they needed and mentioned how great the support was through their 3-weeks trial period. They were not feeling it where they thought they were supposed to and did not know where to go with stim. They went up to 1.6 or 1.7 on program 2 and still having problems. There were no further complications that have been reported as a result of this event. The patient¿s indication for use is gastrointestinal/pelvic floor. Additional information was received from the consumer on (B)(6) 2017 reporting that it seemed to be a slow process for the resolution of the urinary frequency but increasing the stimulation was showing a difference. It was reported that the patient had no intervention but had been just laying on the other side for about a week. The hcp had been given all of the patient¿s diary information. Additional information was received from the consumer on (B)(6) 2017. The patient had decided to change to level 3 and thought it had worked out but it was reported that it still was not working. The patient was going through a lot of pads and the ins was not working. An appointment was made with a health care professional (hcp) for the (B)(6). A manufacturer representative had been contacted for the appointment date. Additional information was received on (B)(6) 2017 reporting that the steps taken to resolve the stimulation in the wrong location was to call the manufacturer which resolved the problem. Additional information was received from the nurse on (B)(6) 2017 reporting that the bactrim was given to the patient for their wound after the procedure due to the patient having "uricema." When asked if an infection was confirmed it was stated that an infection was not confirmed. The hcp did not have any record of the patient being given norco so it was stated that it must have been something the patient was already on. The hcp believed that the issues with the wound have been resolved as they had not heard from the patient since their last follow-up appointment on (B)(6) 2017. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported the medications they were on were for pain and precaution for infection. No further information was reported.